Event description:
It was reported that during an initial partial knee arthroplasty, foreign material resembling a human hair was observed upon opening of the device packaging. There was no patient impact and no adverse events have been reported as a result of the malfunction. A secondary device was used to complete the procedure without further complication.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d6a; d9; g3; h2; h3; h6; h11. Visual evaluation of the provided photos could not identify the reported hair-like debris; however, there is a hair-like debris that was taped to the inside of the returned blister. As the packaging has been previously opened, the source of the debris cannot be determined. Complaint sample was evaluated, and the reported event was confirmed. Analytical testing found the debris is most consistent with hair. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial partial knee arthroplasty, foreign material resembling a human hair was observed upon opening of the device packaging. The device was implanted however there was no patient impact and no adverse events have been reported as a result of the malfunction.